Event description:
360-degree intubation of the itrack advance and ovd delivery upon retraction was completed. When the device was removed from the eye the surgeon noticed that most of the catheter was still in schlemm's canal. The surgeon removed the catheter with micro graspers.